Manufacturer narrative:
The replacement footswitch was shipped to the customer on october 23, 2017. The suspected faulty footswitch has not returned for evaluation.

Event description:
It was reported that during preparation of a surgical procedure (while the patient was involved), footswitch connection issue was noted. The procedure was completed with a different device. Patient outcome: no injury to the patient was reported.